Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to high blood glucose and had heart attack with blood glucose of over 500 mg/dl and 429 mg/dl at the time of the incident. The customer was hospitalized on (B)(6) 2019 at 5 am. The drive support cap appears normal. The customer experienced symptoms such as difficulty breathing, chest pain. The customer was treated with insulin pump. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.